Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - no image - error code e216 a root cause could not be identified. Based on the results of the investigation, the most likely cause of the error messages and no image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to an electrical component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound broncofibervideoscope was displaying a b30 scope communication error during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.